Event description:
It was reported that when using the bd pyxis¿ medflex 1000, users were unable to log in to the device. The user reported that none of the users were able to authenticate using either fingerprint login or user ID and password. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) instructed customer to contact the pharmacy admin to activate any employees needed at the facility. The system functioned as intended and technical support specialist (tss) closed the case.